Event description:
It was reported a atw35 was during an unk procedure. It was reported by the affiliate the surgeon could not fire the instrument (he exchanged the reloads six times, but still he could not fire the instrument.) A new instrument was used to complete the case. 06/15/1998 response rec'd from affiliate. There was no consequence to pt.

Manufacturer narrative:
Date sent: 12/21/1998. D5,6; h4: info not available, device not returned for analysis.